Event description:
The clinic reported the machine failed autotest three times. Gambro technical services (gts) functionally tested the machine and found rtv from the balance chamber diaphragm magnet had come loose, lodging in balance chamber valve vb2. This in turn caused the valve to stick open. There was no patient involvement.